Event description:
Additional information received reported that there was a kink in the distal end of the catheter. Revision was required 2015-(B)(6) where the distal part was replaced with a new catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a catheter break near the anchor. The patient had a dye study on the date of the report, and the healthcare provider (hcp) was unable to aspirate the catheter, but chose to inject dye. They noted dye around the anchor site, in addition to a small amount intrathecally as well. Additionally, a rotor/roller study and x-rays were performed, the logs were checked, and the patient was to be sent for a computed tomography (CT) scan after the dye study was completed. The plan was to revise or replace the catheter at a later date. The product issue was not resolved. The patient had symptoms of less than 50% therapy relief. The location of the issue or symptom was the catheter track. The patient status at the time of the report was alive with no injury. The pump system was being used to infuse hydromorphone and clonidine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).